Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 the patient presented in clinic for follow up with their right ventricular lead exhibiting loss of capture. The lead was successfully capped and replaced on (B)(6) 2018 without adverse consequence to the patient.